Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. A leak test found no signs of leakage in the fluid path. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to 500 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. As treatment, a new pod was placed.